Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient of (B)(6). Heartbeat: around 60 beats per minute (bpm), artery blood pressure (systole): 65mmhg. During use on (B)(6) 2017: the intra-aortic balloon (iab) was inserted in the patient and the pumping started, on autopilot mode. At about 15:00 on (B)(6): the pumping suddenly stopped without the alarm going off. At that time, the electrocardiogram (ECG) and blood pressure waveforms were showing on the monitor, but both of them didn't show any irregular shapes. As a result of this issue, the medical engineer (me) switched the power on/off repeatedly and the pump was recovered. On (B)(6): the pump was replaced by a backup device. There was no reported patient death, injury or complications. There was about 1 minute long delay or interruption in intra-aortic balloon pump (iabp) therapy. Medical / surgical intervention was not required. The patient outcome is unknown (no health injury due to this event was reported).

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "pump stops pumping with no alarms" is not confirmed. The pump was checked by the field service representative and the reported problem could not be reproduced. The root cause of the reported complaint is undetermined. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This reported complaint will be monitored for any developing trends.

Event description:
It was reported that the event involved a patient of height (B)(6). Heartbeat: around 60 beats per minute (bpm), artery blood pressure (systole): 65mmhg. During use on (B)(6) 2017: the intra-aortic balloon (iab) was inserted in the patient and the pumping started, on autopilot mode. At about 15:00 on (B)(6): the pumping suddenly stopped without the alarm going off. At that time, the electrocardiogram (ECG) and blood pressure waveforms were showing on the monitor, but both of them didn't show any irregular shapes. As a result of this issue, the medical engineer (me) switched the power on/off repeatedly and the pump was recovered. On (B)(6): the pump was replaced by a backup device. There was no reported patient death, injury or complications. There was about 1 minute long delay or interruption in intra-aortic balloon pump (iabp) therapy. Medical / surgical intervention was not required. The patient outcome is unknown (no health injury due to this event was reported).